Event description:
It was reported to baxter (B)(4) that an infusor's pcm button did not function properly (pcm button was easier than usual to push); this was found during patient use. The concomitant medical products are currently unknown. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter received one sample for evaluation. The reported condition of a pcm that does not work properly was not confirmed. Visual examination of the sample showed no signs of physical abnormality. A functional flow test showed no signs of leakage on any part of the device. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. This product is not distributed in the us and does not have a 510(k) number. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. If additional relevant information is received, a follow-up will be submitted.